Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and medical records provided were not sufficient for assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿CT-scan shows some minor radiolucencies (talar and tibial), without signs of component loosening. Possibly some minor subsidence of the tibial component anteriorly, however, early postoperative x-rays are necessary for comparison. Some lateral subluxation of the talar component relative to the tibial component, most likely due to ligamentous laxity. Pe component looks intact, however this can only be assessed looking at the retrieved component.¿ more detailed information about the complaint event as well as patient history must be available in order to determine the root cause of the complaint event. However, minor tibial component subsidence is possible but early postoperative x-rays are necessary for comparison and confirmation. If device is returned or any further information is provided, the investigation report will be reassessed.